Event description:
It was reported that several motor stalls and motor stall recoveries were recorded in event logs. A motor stall had occurred on (B)(6) 2013 and recovered one hour later. A motor stall occurred on (B)(6) 2013 and recovered seven minutes later. Another motor stall occurred ¿today¿ (B)(6) 2013 at 3:50 pm and recovered at 11 pm. The health care provider (hcp) could not identify any environmental electromagnetic interference (emi) causes. In addition, recently the patient had been requiring a rapid increase in dosing in their intrathecal baclofen therapy because of the return of spasticity. A ¿successful¿ dye study was on (B)(6) 20/13 and it was unsure if the need for the dose increases were related to the intermittent stalls. The patient was to remain in the hospital overnight and a pump replacement was to be scheduled for (B)(6) 2013. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report. It was further reported another motor stall occurred on (B)(6) 2013 at 12:21 am and recovered at 1:44 am. A stall occurred again on that same day at 5:24 am and recovered at 10:27 am. The motor stall that on (B)(6) 2013 according to the logs recovered at 10:30 pm rather than 11 pm as previously reported. A dye study was performed and the catheter was patent. The device was explanted, there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed the pump motor had a feed thru anomaly with shorting across the insulator.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.